Event description:
Customer reported that pump displayed a reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resumed insulin after being informed that the reset was a built-in safety feature and educated on necessary steps to restart and manage the pump.